Manufacturer narrative:
Manufacturing evaluation: product is available for investigation, in a decontaminated condition. The safety lock is engaged as required by specification and design. The activation button is lacking. Investigation - vigilance investigator carried out the pictorial documentation visually and microscopically. The safety scalpel contains an safety mechanism for secure scraping of used single use scalpels. This safety mechanism has been activated by the customer, which causes, that the scalpel blade cannot be pushed out anymore. It can be activated by pulling the sliding guide backwards until locking. The lacking activation button and the damages on the surface of it's original position shows that higher forces have been used to push out the blade once again. Batch history review - the device quality and manufacturing history records have been checked for the lot number (4510188051) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - according to the information resulting from the review of the DHR files and due to the implemented quality standards, a material defect and production error can be excluded. At the safety mechanism on the proximal end of the safety scalpel, it appears that the mechanism has been activated by customer. This is the desired function of the product, so no product deviation can be considered. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a carbon steel safety scalpel. Intraoperatively the safety lock blocked. There was no patient harm reported. Additional information was not provided, as this case was reported from the (B)(6) competent authority anvisa. The reports to anvisa are made anonymous. The malfunction is filed under aag reference (B)(4).